Event description:
The doctor reported that the stimulator for the meb electromyograph was intermittently discharging high voltage to the patient and was receiving a message to reset it each time. No patient harm wasreported.

Manufacturer narrative:
Complaint information: on (B)(6) 2019, the customer at (B)(6) reported that the stimulator intermittently discharged high voltage to a patient and displayed a message to reset each time. Meb-2300a, serial#(B)(6). Service requested: part number request. Service performed: nk ts identified that the issue was caused by the ry-230b stim probe. Nk ts suggested replacing the probe to resolve the issue. Investigation summary: root cause of the issue was identified to be due to a defective probe. The meb unit cannot deliver a "higher voltage" as this is regulated and protected by the circuitry and software and cannot go beyond a certain voltage. The symptom was that the current was higher than what was normally felt. As a precautionary step, the electrical stimulus also has a fuse to prevent and excessive current from being delivered to the patient. It is also a pulsating dc current, not a continuous ac current, so there is minimal danger to the patient. According to the table in quality complaint investigations work instruction, with document ID: sop07-018, the risk priority of the issue is categorized as: low

Manufacturer narrative:
The doctor reported that the stimulator for the meb electromyograph was intermittently discharging high voltage to the patient and was receiving a message to reset it each time. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Concomitant medical device. The following device was used in conjunction with the meb-2300a and is the device that failed: ry-230b stimulator probe (somato control box). S/n: ni. The UDI#: (B)(4). Manufactured date: ni. Age of the device: ni. Device was not returned.

Event description:
The doctor reported that the stimulator for the meb electromyograph was intermittently discharging high voltage to the patient and was receiving a message to reset it each time. No patient harm was reported.